Manufacturer narrative:
The insulin pump passed the prime, excessive no delivery, self and unexpected restart error tests. The displacement, basic occlusion and occlusion tests could not be performed due to the reservoir tube lip damage. All operating currents tested within the specification range and passed off no power test. The device was received with reservoir tube lip completely broken off, cracked battery tube thread, missing reservoir tube lip o-ring and minor scratches on display window noted. The test reservoir does not stay locked in place due to reservoir tube lip damage.

Event description:
The customer reported via phone call that the insulin pump had was cracked and had a missing piece from the reservoir tube lip and a missing o-ring. Blood glucose level at the time of the incident was 297 mg/dl. Troubleshooting was performed. The customer mentioned that she has a horse farm and does a lot of lifting. It was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device was returned for analysis.